Manufacturer narrative:
(B)(4). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Correction: "initial submission was created in error as all components were referenced in medwatch number 9610612-2017-00372. No additional information will be submitted using this medwatch number. All additional related information will be included in medwatch 9610612-2017-00372".

Manufacturer narrative:
The investigation results have been completed. The manufacturing documents have been checked and found to be according to specification valid during the time of production. Because there are neither x-rays nor products for analysis available, a definitive root cause analysis is not possible. Furthermore the patient disregarded the instructions of the doctor regarding the recovery time. According to the case description material defect or a manufacturing error can be excluded. No CAPA is necessary. Conclusion of statistical analysis indicates the current failure rate is within the risk analysis and therefore acceptable.

Event description:
Additional information received has clarified that the hospital gave the implant to the patient and that there was no alleged deficiency related to the product involved in this incident.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Ten (10) day post operative of activl due to suboptimal placement explantation. Explantation was performed on (B)(6) 2017. The suboptimal placement was performed due to suboptimal access. The patient also went back to work in two days against doctor's orders. Activl articial disc system is composed of 3 pieces, reported as concomitant products: inferior end plate / sw980k / activ l inf.plate size m 0¿pikes - lot number 52210398. Inlay / sw965 / activ l pe-inlay 8.5mm / lot number 52253547. Superior end plate / sw981k / activ l sup.plate size m 6¿pikes - lot number 52227864.